Event description:
It was reported to depuy acromed through a letter from dr. That two stackable cages were implanted in 2001 and were explanted 3 days later. According to the complainant, 36 hours after implantation, the patient was putting on a brace when they experienced pain in the back and lower left limb. An x-ray revealed that the cages slightly moved anteriorly. A revision surgery was required to remove the cages and re-instrument. There were no other adverse consequences to the patient. As stated by the complainant, the cages were used as stand-alone devices at l4-5 and l5-s1 levels of the spine.